Manufacturer narrative:
The customer's meter and one test strip was received for investigation. The returned meter, returned strip, and one master lot strip were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr & 2.7 inr, donor hct: 38% & 43%. Testing results: donor 1: master lot / customer strip and meter 2.4 / 2.4. Donor 2: master lot / customer meter 2.7 / 2.8. All inr values were within the specified maximum difference between measurements. No error messages occurred and the returned and retention material met the specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated she received questionable results from coaguchek xs meter serial number (B)(4). The result was 5.8 inr and less than five minutes later, a retest result was 3.9 inr. She was not sure if the meter was accurate or if either result was correct since they were so far apart. Neither result was reported because the customer's daughter did not know which result to use. The patient was not adversely affected. The therapeutic range was 3.0-4.0 inr. The customer used a different finger for the second test. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, no direct thrombin inhibitors, and had no antiphospholipid antibodies. The suspect meter and strips were requested to be returned. Replacement products were sent to the customer. Relevant retention test strips (lot 128043) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and the retention samples were acceptable.